Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were made to resolve the issue.